Event description:
The customer initially reported "unable to print and alarm system." The issue was later confirmed to be that the device "cannot boot up properly." There was no reported patient involvement.